Event description:
According to the complainant, paint was flaking off of the sphincterotome while it was inside the patient. The procedure was completed with another autotome rx sphincterotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Customer complaint confirmed. A visual inspection of the paint bands showed that paint has flaked off of all the bands on the drawndown section of the extrusion. No paint was found that flaked from the non-drawndown section of extrusion. The root cause for this complaint is a manufacturing error in that the paint application machine did not adequately cure the teflon paint to the extrusion.